Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from may 11, 2015 to may 13, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified that there was a black particle, approximately 0.06 mm square, embedded in the reservoir. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the filter of a small volume intermate. This was noted before patient use. The device was filled with meropenem. There was no patient involvement. No additional information is available.